Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. H6: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the ulnar component of a total elbow replacement fractured, requiring removal with a planned second-stage revision to a custom ulnar component. The patient underwent removal of the fractured ulnar component. Attempts have been made and no further information has been provided.